Event description:
It was reported that during a case, the machine alarmed fore "reinstall ventilator". The user reportedly used man/spont mode briefly then changed back to automatic mode ventilation and normal function was available. The case was completed and there was no patient injury reported.

Manufacturer narrative:
A drager service technician was dispatched and found a small hole in the diaphragm of the ventilator piston. The ventilator piston of apollo is made tight by a diaphragm. A negative pressure below the piston is used to huddle the diaphragm against the piston. The negative pressure is internally monitored to ensure correct function. In the reported case the device detected that the negative pressure was no longer sufficient. The cause was the hole which was observed by the technician during his check. The apollo reacted as specified for this condition, generated alarm and stopped automatic ventilation. Manual ventilation remained available as well as the ventilation and gas monitoring. All alarms, possible causes and remedies as described in the instructions for use. The lower diaphragm is replaced during maintenance, because the material is exposed to mechanical stress. Replacement of the diaphragm will solve the problem in this case. The number of similar cases is rare. No further measures are planned.